Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the batteries were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided. Correction: device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the battery monitor indicator on the imaging system depleted rapidly when transporting the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: added fdar code for the results of on-site investigation previously reported.